Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber at the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this implantable pacemaker was told by the health care professional (hcp) that the device has 1.5 months remaining of battery life but another hcp mentioned that the there is plenty of time left related to his device battery. Technical services (ts) referred patient to clinic. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker was told by the health care professional (hcp) that the device has 1.5 months remaining of battery life but another hcp mentioned that the there is plenty of time left related to his device battery. Technical services (ts) referred patient to clinic. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker was told by the health care professional (hcp) that the device has 1.5 months remaining of battery life but another hcp mentioned that the there is plenty of time left related to his device battery. Technical services (ts) referred patient to clinic. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.